Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault on (B)(6) 2025. The system controller and modular cable were changed out, which cleared the alarm. The event log file captured constant driveline power faults throughout the log files.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2025 at 04:26:10, the controller periodic log file captured an active driveline power fault alarm. Due to the exact onset of the alarm not being captured, the cause of the driveline power fault alarm is not known. The alarm was active until the driveline was disconnected on (B)(6) 2025 at 11:08:15. Both power cables were disconnected shortly after the driveline was disconnected, which is consistent with the controller exchange. The driveline power fault alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured the log file. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop with the returned modular cable, lot number 9124280, for an extended period without issue or atypical alarms. The provided information indicated the exchange of the controller and modular cable resolved the alarms. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.